Manufacturer narrative:
(B)(4). Eval: damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired, two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was clamped down for 30 seconds and fired. Upon opening the device, it was noted the specimen side of the staple line looked good. The patient side of the staple line contained two staple lines that had unformed staples that did not make it into the tissue. This occurred on the outermost staple lines near the cut line. This occurred on the 2nd firing with a green cartridge utilizing seamguard. The area was oversewn and another device was used to complete the procedure. Minimal blood loss was noted. No blood transfusion was required. There was no patient consequence.